Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned products found the impactors were partially separated from the handles and the screws holding the impactors to the handles were loose. There were signs of use (impact marks and nicks) and a functional test determined the screw was able to be tightly locked into place. Reported events did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per the print for part 32-486201, no adhesive is used between the impactor head and the handle. The screw was able to be tightly locked into place and there was no damage found. The device operated as intended; no device problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after receiving the new impactors they were placed in the set prior to sterilization. After sterilization it was noticed that the polyethylene block loosened from the impactor, the screw was also loose. The item was never used and there was no patient involvement. There is no additional information available at this time.